Manufacturer narrative:
As received, a complete lead was received in one piece with the helix partially extended and free of body fluid. Visual, x-ray and electrical testing did not find any anomalies. The reported event of lead helix could not be extended was not confirmed.

Event description:
Prior to the implant procedure, the right ventricular helix could not be extended. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported. Further information was requested, but not available.